Event description:
At start of case, the generator for the gyrus handpiece said "check handpiece". The handpiece was then plugged into the other outlet on the generator, the reset button was pushed and the handpiece was functioning properly. Then, during the case, the surgeon stated the gyrus began to inconsistently cut tissue. A new handpiece was opened and used with no further issues.